Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our canadian affiliates, approximately 4 years post implant of a 26 mm sapien 3 valve in the aortic position, the valve was noted to present hypoattenuated leaflet thickening (halt) and stenosis. The patient was symptomatic with dyspnea. The valve was successfully explanted. Post-operatively, the patient experienced seizure activity but is reported to be currently stable.